Event description:
It was reported that the patient underwent spine surgery to address chronic lower back pain. During the surgery, the surgeon used a posterior approach to place rhbmp-2/acs into the lumbar region of the patient's spine. The surgeon used two operative procedures. In the first operative procedure, the surgeon performed posterior left sacroiliac joint fusion with insertion of "interspace peek cages" with rhbmp-2/acs as well as local autogenous bone graft. In the second operative procedure, the surgeon performed posterior lumbar interbody fusion at l5-s1 with insertion of "lordotic peek spacers" with rhbmp-2/acs and local autogenous bone graft. The patient's post-operative period was marked by increasingly severe pain in her back. Before the surgery, her pain level averages 4 to 5; after the surgery her pain level averages 7 to 8. The patient was diagnosed with having a "failed back surgery." On 623 days post-op, the patient underwent surgery to remove metal hardware used in a prior surgery. This procedure did not relieve her ongoing back pain. On 127 days after the second procedure, the patient underwent a nerve ablation procedure to attempt to dull some of the continued pain in her back. The surgery used cooled radiofrequency to burning nerves around the sacroiliac joint. This procedure did not relieve her pain. The patient experiences "pain in the back caused by ectopic bone growth." The patient has been unable to work. The patient suffers continuous pain in the back from everyday activities, such as sitting, standing, and walking for extended periods of time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: the patient was preoperatively diagnosed with degenerative left si joint with left si joint dysfunction. Internal disc disruption at ls-s1 with intractable back and left leg pain and underwent the following procedures: posterior left si joint fusion with insertion of interspace peek cages with rhbmp-2 as well as local autogenous bone graft. Segmental left si joint percutaneous fixation with the titanium rods and screws. Decompressive lumbar laminectomy complete l5, inferior l4 with bilateral l4-5 and l5-s1 medial facetectomy and nerve root decompressions. Posterior lumbar interbody fusion at l5-s1 with insertion of lordotic peek spacers with rhbmp-2 and local autogenous bone graft. Segmental posterior fixation at l5-s1 with insertion of titanium rods and screws. Posterolateral fusion at ls-s1 with local autogenous bone graft, dbm and right iliac crest bone marrow aspirate/stem cell concentrate. As per the op notes: ¿trial spacers were placed and the 12 mm lordotic peek spacers were then filled with rh bmp-2/acs. One of the spacers was impacted across the midline. Two syringes of local bone were then packed into the middle of the disk space, and another peek spacer was placed on the left side with rh bmp-2/acs.¿